Event description:
The customer ported that the system would not start (no boot). This resulted in a total loss of navigation functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.